Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient stated her "frequency relief isn't what it used to be months ago." It was stated that the patient tried to change her stimulation but was shocked. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3887-33 lot# v000517, implanted: 2005 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 3031a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).